Manufacturer narrative:
Additional information : a partial sample was returned for evaluation containing a patient connector attached to the tubing (patient line). A visual inspection with the naked eye noted the tubing had a cut. Functional testing including leak, clear passage, and clamp function were performed; leak testing revealed a leak from the tubing near the patient connector. The reported condition was verified. The cause of the condition was determined to be manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette had leaked from the patient line. It was further specified that the line had been cut "about an inch from the connection." This was observed during fill of peritoneal dialysis therapy. There was no patient injury, however the patient received prophylactic antibiotics as a precautionary measure. No additional information is available.